Event description:
Report rec'd of an under-delivery found during user facility biomedical testing. There were no reported adverse events while the pump was in clinical use. Though requested, no further info was rec'd.